Manufacturer narrative:
The device was requested but it has not been received. The sterilization and lot history records have been reviewed and found to be acceptable.

Event description:
Report received from a facility in (B)(6) states that while the aspiration was present, the cutter failed to work during the procedure. There was no injury to the pt.